Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 connections were evaluated and resealed. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system failed to boot up. There is no report of death or serious injury.